Event description:
It was reported that on (B)(6) 2024, while the patient was on the table, the system received an error related to replacing the driver, issue could not be resolved and the system had to be aborted and the patient rescheduled. Patient had already been incised and will need a new incision. A field engineer examined the equipment and determined that the driver needed replacement. The new driver was installed and the system meets the manufacturer´s specifications. No other information is available.

Manufacturer narrative:
H6: appropriate term/code not available: suggested code: mechanical driver. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.